Manufacturer narrative:
No further information received after 3 documented attempts complaint will be reopened if further information is received per 8000-sop-038.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus stopped during use, this happen frequently during treatment. The outcome of this event is unknown as of this MDR. Further information requested.